Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The local area field representative recommended device replacement.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information received indicates that this device was explanted and will be returned for analysis. No adverse patient effects were reported.